Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a defective downstream occlusion sensor. The event history log noted a 'cassette not attached properly' alarm. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump had issue in the downstream occlusion seal and the pump shows "cassette not attached properly" when cassette is attached. The event occurred during testing.